Manufacturer narrative:
An investigation was not possible, because no product was return for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the m.blue plus, our traceability indicates that the shunt was in perfect condition. The unique "active-lock" mechanism protects the m.blue plus from unintentional adjustment due to the influence of external magnetic fields. It makes the m.blue plus compatible for MRI examinations up to 3 tesla. Only an active pressure on the valve membrane releases the rotor brake and makes adjustment possible. The integrated tactile feedback mechanism ensures that this can usually be heard and felt with a click. This provides the necessary feedback and certainty that the pressure applied is sufficient for adjustment. As long as no punctual pressure is applied to the valve, it remains safe from unintentional adjustment. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. A final conclusion on the suspected malfunction is only possible with an examination.

Event description:
No sample is returned to manufacturer for examination.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that an m.blue plus (#fx804t) was implanted during a procedure. According to the complainant, the m.blue/gravitational component of the shunt appears to change the pressure setting on its own. The patient has undergone a revision procedure. The complained device will be sent to the manufacturer for examination. No complications were reported in the patient as a result of the revision procedure.